Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Note: on follow-up, the customer indicated that the value of 99 mg/dl was not a result from the customer but was instead the result of a family member testing with the customer's system.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 374 mg/dl and 172 mg/dl customer also reportedly received the following results on the aviva nano system within 10 minutes: 341 mg/dl, 340 mg/dl, 99 mg/dl and 366 mg/dl no adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.